Manufacturer narrative:
Of the 9 allegations of a malfunction, 7 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. During investigation for unrelated complaints, there was 1 additional failure found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 9 malfunction events. A review of the events indicated that the one touch ping model pump experienced a vibration issue. These reports were received from various sources. The patients associated with this allegation ranged from 8-79 years of age and between 152 and 228 pounds. Of the reported patients, 7 were male and 2 were female.